Event description:
Information was received from multiple sources (manufacturer representative [rep], healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for chronic pain. It was reported that during a spinal cord stimulation (scs) one-shot operation, after completing trial stimulation with a wireless external neurostimulator (wens) and connecting the ins and lead, impedance measurement showed that all combinations using electrodes 0 and 8 were greater than 40000 ohms. A connection abnormality was suspected, so the lead was wiped alternately with wet gauze and dry gauze and reconnected about three times but there was no improvement. Because reconnecting the ins and lead approximately three times did not improve the issue, a lead malfunction was suspected. The lead was connected a wens and impedance was checked. It was confirmed that impedance values were normal. When reconnection to the ins was attempted again and impedance was checked while the lead was slightly withdrawn by about one electrode position, the impedance values for electrode 0 and 8 sometimes improved. However, when the lead was firmly pushed all the way into the ins socket, electrodes 0 and 8 again showed greater than 40000 ohms. The physician and rep considered that the receiving portion of the ins side that contacts the lead electrodes , specifically the distance between 0/1 and between 8/9, may have been wider or narrower than usual resulting in improper connection with the lead. When a new ins was opened and connected, it was confirmed that the impedance returned to normal values. The problem was resolved. No symptoms were reported, and there were no health hazards. The physician's opinion on severity was non-serious.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.